Event description:
Reportable based on device analysis completed on 19-nov-2021 it was reported that shaft break at the hub occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 2.75 x 32mm synergy xd drug-eluting stent was advanced for treatment but it failed to cross the lesion. The device was removed intact from the patient's body. After further lesion preparation, the device was prepared for reintroduction but the shaft broke at the hub. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed a break 41.1cm distal to the strain relief.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.75 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a break 41.1cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.